Event description:
The patient's right knee was revised due to patalla loosening.

Manufacturer narrative:
It was noted that the surgeon and hospital will not provide any further information or documentation. A supplemental report will be submitted upon completion of the investigation. Hospital policy.

Manufacturer narrative:
An event regarding patella component loosening involving a triathlon patella was reported. The event was not confirmed. Method and results: no items were returned for evaluation. No medical records were provided. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. Conclusions: the exact cause of the reported patella loosening could not be determined with the limited information provided. Further information such as x-rays, operative notes and medical records are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient's right knee was revised due to patalla loosening.